Manufacturer narrative:
No devices were returned within the duration of this investigation. The two devices identified by the complaint information have not yet been received for evaluation, although the customer has informed they may be possible to return. The root cause of the complaint as reported was not possible to confirm. However, it is acknowledged that dornier laser fibers are fragile, and must be handled with care as instructed in the applicable instructions for use for laser fibers. Should laser fibers be returned allowing further analysis, details concerning the evaluation will be provided in a follow up report.

Event description:
Two holmium fibers were reported to be damaged and broken. The customer stated regarding one unit, "fiber was visibly damaged at several points and could not be used in the procedure". The other unit was described, "fiber has been broken just before treatment when healthcare professionals were connecting it to the laser".

Event description:
Two holmium fibers were reported to be damaged and broken.

Manufacturer narrative:
The suspect devices were returned to dmta and arrived on (B)(6) 2024. The two laser fibers returned were determined to be broken, consistent with information received by the complainant. It is acknowledged that dornier laser fibers are fragile, and must be handled with care as instructed in the applicable instructions for use for laser fibers. The laser fibers returned did not have any manufacturing defects or inconsistencies revealed which could have contributed to the breakage reported. It is acknowledged a mechanical force placed on the laser fibers was the likely root cause of the breakages observed.